Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard and no external power alarms was not confirmed as the alarms were not observed in the submitted log file. The submitted system controller event log file contained approximately 1 day of data (26oct2022 ¿ 27oct2022 per the timestamp). The data in the log file did not indicate any issues with the mobile power unit (mpu). No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue throughout the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including if any troubleshooting was performed to resolve the issue, if any equipment was exchanged, and if any products would be returned for analysis); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had several no external power and low voltage hazard alarms. The patient believed that this was due to a power loss at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.